Event description:
It was reported that the pump was under infusing due to a "no disposable" that could not be resolved. The product problem occurred during patient use. No patient injury or complications were reported in relation to this event.